Event description:
It was reported by the customer that a pyxis medstation es system had a drawer was failed to open. The customer reported that the malfunction occurred when user tried to issue medication to patient and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed to open. A field service engineer stated that the issue was resolved by customer on arrival. The device functioned as intended after the customer resolved the issue.